Event description:
Additional information received noted that programming changes were performed. There were no patient consequences.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient's ICD exhibited myopotential oversensing. No interventions were performed. There were no patient consequences.